Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch that was reported to leak. The nurse was administering immunotherapy as scheduled and noticed a drop at the top of the IV pump, as well as leaking towards the IV cassette an hour after initiating the infusion. Upon assessment, the clinical staff found that the vent was saturated with fluid. No other source of leakage was found. The vent was closed, and the secondary tubing was attached appropriately to the IV pump. There was no clinical significance or harm to the patient as a result of the complaint/issue and there was no injury to patient or staff. Due to the nature of the immunotherapy used and costs, they changed the IV tubing and resumed the medication without getting a new replacement. No defects were noted prior to usage of the tubing to for immunotherapy infusion. The infusion was ongoing and the leak was noticed 1 hour after the immunotherapy infusion began. There was no blood loss noted throughout the event. The mating device that was attached to the sample was an unspecified equashield device.

Manufacturer narrative:
The customer provided one used 142300490 primary plum set for inspection. No visual damages or anomalies were noted. The set was tested per product specifications and there was no leakage. The reported complaint of leakage was not able to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Updated information from the manufacturer: d9 - date returned to mfg: 20oct2023.